Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate 1 device was manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "loose bushing". Note indicate "old stanmore custom. Need new bushing".